Event description:
Procedure: lap chole. According to the reporter: the clip applier partially severed the common bile duct. The surgeon placed loops to tie the vessel off. Surgery time was delayed up to 25 minutes. The surgeon did not indicate any abnormalities with jaw or clip closure.

Manufacturer narrative:
Initial report sent to FDA on 12/19/2007.